Manufacturer narrative:
An olympus field service engineer (fse) confirmed the broken grey connector and replaced the defective component and packing. The device was repaired according to specifications and was functioning properly. Software attributes were verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported the grey scope connector was broken and needed replacement on an oer-pro. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the reported event cannot be conclusively determined. We presume from the investigation results that the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.